Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device passed testing for delivery accuracy at the user facility. (B) (4). (B) (4).

Event description:
The customer contact reported the pt received more medication than intended. The device was programmed to deliver tpn (total parenteral nutrition) with a duration of 24 hours. No further programming parameters were provided. Reportedly, the delivery "finished early". The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no add'l info was provided.